Event description:
Jetstream console was not reading catheter. We got it to read and it appeared to be okay. The device entered the patient and during the first pass, device shut down and did not work. We are not sure if it is due to the console or the catheter. But we did try a new catheter and the device worked.